Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure in the right middle lobe of the lung, performed on (B) (6) 2010. According to the complainant, the stent was deployed without any problems. However, during removal of the delivery system, the distal end of the delivery catheter became caught on the mesh of the stent. This resulted in a slight proximal migration of the stent. The physician was able to successfully reposition the stent to its original position with forceps. He was also able to gently shake the delivery system loose and remove it from the patient. He confirmed correct placement of the stent with the scope. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B) (4) medical intervention required. The complainant indicated that the device will not be returned for evaluation as it remains implanted. As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is undeterminable as a review and analysis of all available information fails to indicate a root cause.